Manufacturer narrative:
Device was returned to the customer.

Event description:
It was reported that during use at the user facility the console caused handpieces to run without user activation. The procedure was completed successfully with no delay, no medical intervention, and no adverse consequences reported.